Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned foxcross pta catheter noted blood and contrast in the balloon and in the inflation lumen, consistent with use of the device in the anatomy. The balloon was loosely folded, consistent with inflation. The balloon was noted to be ruptured longitudinally in the proximal taper, confirming the reported rupture. No scratches on the balloon were observed. Scanning electron miscroscopy (sem) analysis of the balloon indicated the balloon likely ruptured due to mechanical damage to the outer surface. The outer surface of the balloon is visually inspected and inflated to rated burst pressure on the manufacturing line. As the vessel was reportedly heavily calcified, the balloon was likely damaged at the time of inflation by the calcification present. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database revealed no other complaints reported for this lot. There is no indication of a lot specific product quality deficiency. During manufacturing, all balloon dilatation catheters are visually inspected for balloon damage and inflated to rated burst pressure (rbp). Additionally, a sample of units from each lot is taken to rupture and the values are recorded.

Event description:
It was reported that during a procedure in the heavily calcified, external iliac lesion the foxcross balloon was inflated a third time when the balloon ruptured at 8 bar. There was no reported adverse patient effect. There was no additional information provided.